Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of occlusion and perforation are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure. Reportedly, the vessel occluded when tightening the knot. Surgery was performed to re-open the vessel. When surgery was performed, it was observed a puncture in the intima of the vessel wall. In addition, a backwall stitch of the vessel was noted. Hemostasis was achieved via surgery. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.